Event description:
It was reported that the customer experienced high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl all day, and the customer was treated with a manual injection of 10.0 units of insulin. The customer's father advised that no hospitalization resulted from the event. The caller advised that the blood glucose levels lowered after treatment. The customer's mother stated that the customer had been combative and that there may have been a kinked infusion set, but she was unsure. She did not believe that there was any malfunction related to the insulin pump or infusion set, advising that she suspected user error. She stated that the customer had not been checking his blood glucose reading or treating as he should have. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.